Event description:
It was reported that during irreversible electroporation ablation procedure using a farawave catheter the guidewire became stuck in the catheter's guidewire lumen. A non-boston scientific j tip guidewire was used during the procedure. After ablation of the left inferior pulmonary vein (lipv) was performed they attempted to retract the guidewire when it became stuck, at the time the sheath was deflected approximately 90 degrees. They were unable to advance or retract the guidewire. The guidewire became damaged during attempts to retract it back into the catheter. They were able to remove the guidewire and catheter through the sheath without issue. They replaced the catheter and guidewire to complete the procedure. There were no patient complications and the catheter is expected to be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).